Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they fainted on the sidewalk and her husband called the ambulance. There were no symptoms reported by the patient prior to fainting. When the emergency medical technician's (emts) arrived, they performed a finger stick and the patient's bg was reading 21mg/dl but the cgm was showing 65mg/dl. The emts diagnosed the patient with hypoglycemia and administered the patient with intravenous (IV) therapy of glucose and glucose tabs. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.